Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided. The correct MFR number is 3005334138.

Event description:
After inserting the ultimum ev hemostasis introducer into the patient, the valve leaked. Another ultimum ev hemostasis introducer was attempted to be used but the same issue occurred. A non-abbott sheath was used to complete the procedure. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available. Please reference 2182269-2018-00089 for the other ultimum ev hemostasis introducer device.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site and a supplemental MDR was submitted stating the correct MFR number is (B)(4). The product analysis completes the investigation for this MDR report. The reported event of a leak could not be confirmed. Functional testing revealed that the sheath passed pressure and aspiration leak testing with no anomalies observed. However, the cap was removed from the hemostasis hub and microscopic inspection revealed a tear on the proximal side of the hemostasis seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown as the event could not be confirmed. The cause of the torn seal consistent with damage during use. The ultimum hemostasis introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly. The ultimum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.